Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. Approximately 1 year and 1 month later, the patient is presenting with a failed valve due to pvl. A repeat cta was done as well as a tee. Evaluation and proctor feedback will be submitted for bav intervention. Per follow-up with the fcs, intervention has not yet taken place and the patient was not symptomatic. Per proctor review, the patient presents with severe pvl. The valve is under expanded in the midportion. The coronary ostia is above the risk plane. Recommendation to post dilate with a 23 true balloon and if necessary place a 2nd valve lower than1st valve with the small cells below bottom of old valve. There is significant pvl at both the anterior and posterior sides of the thv (anterior is larger).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest an under expanded valve caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.